Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/15/2014). The patient¿s meter has been returned on 8/28/2014 and evaluated by lifescan product analysis on 9/2/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan to report the onetouch ultra2 meter was giving inaccurate readings. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2014 at 1:20 am the patient obtained the blood glucose reading of 129 mg/dl on the reported meter. The patient took no actions based on this reading. Afterwards, the patient experienced the symptoms of rapid heartbeat, feeling faint, unsteadiness, shaking and dozing. The patient administered self-treatment by consuming food and/or a drink; she did not seek any medical attention. Troubleshooting revealed the patient¿s test strips were in good condition and within opened expiration dating. The patient manages her diabetes with set doses of insulin. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining an elevated meter reading, and received treatment with food. Therefore this complaint is being reported.